Manufacturer narrative:
H3: analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to previous overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that if the battery was going to be returned it would have arrived months ago. If it wasn¿t sent back, the customer would have disposed of the battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-oct-29, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported seeing reposition antenna message on the recharger. Pt confirmed they have not charged their stimulator for a long time, probably over a month. Agent reviewed possible overdischarge considerations. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. On (B)(6) 2021, additional information was received from the patient via a manufacturer representative (rep) reporting that their battery had not been charged in months and was overdischarged.the rep could not log into the battery. It was unknown what troubleshooting had occurred prior to the replacement date. The patient's overdischarged ins was replaced with the newer rechargeable ins model. The issue was resolved at the time of the report. It was indicated that the explanted ins would be returned.